Event description:
It was reported that following an artificial urinary sphincter implant on 2019, the patient experienced mild incontinence following procedure. During the replacement surgery, the urethra was remeasured, and the 4.0 cm cuff was replaced with a 3.5cm cuff on the urethra, resulting in full circumferential coaptation. Following the replacement surgery, the patient fully recovered.